Event description:
It was reported that the device had a cassette that was not attached properly. The product fault occurred before infusion. There was no patient involvement, no patient harm/no adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was confirmed, functional testing found downstream occlusion (dso) sensor was out of specification. The cause was the dso sensor. Replaced the dso sensor to correct the problem. After the repair the device passed functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.